Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. The instrument data shows an atypical aspiration of sample for the sampling that resulted in the 0.097 ng/ml tni result. The customer did not follow the blood collection tube manufacturer recommendations for centrifugation. There were no process errors or indication of an instrument issue during the processing of the sample. The calibration and quality control (qc) were within expectations indicating that the assay was performing according to specifications. The instrument is operational. The cause of the event was determined to be due to sample integrity. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician (s). The same sample was processed the same day on the same instrument and an alternate dimension exl instrument and lower correct results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.